Event description:
The manufacturer received information that a patient with a dreamstation auto bipap device has passed away. There was no allegation that the device contributed to the death. The device has been returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.